Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer resumed insulin delivery successfully; however a replacement pump was sent to the customer. Customer¿s blood glucose value was "high" on cgm with large ketones, not identified as dangerous by healthcare provider. Reportedly, the customer addressed their bg with correction bolus via pump.